Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, leakage. The following information was provided by the initial reporter: after the infusion, fluid leakage was observed in the needleless injection caps; there were 5 defective units. Additional information: please confirm how the malfunction was discovered. - the medication wet the patient's clothing please confirm whether the malfunction was discovered during the pre-filling stage or during the infusion process. If during the infusion process, please specify at what minute the infusion had progressed? -- during the infusion process, within 10 minutes after the start of the infusion please confirm the brand and model of the product connected to the maxzero? -- suyun, model not currently available please confirm if the infusion tubing is damaged in any way¿such as with cracks, burrs, or deformation of the piston? --none please confirm what substance was being infused at the time of the incident? -- conventional anticancer drugs; the hospital did not specify the exact type was the patient injured? -- no. Was there an under-infusion? -- no, detected in a timely manner.